Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. DHR review, part number: 319.006, synthes lot number: 7557284, release to warehouse date: 19-dec-2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A service history evaluation/review was attempted. The investigation of the complaint articles has shown that: no service history review can be performed as part number 319.006 with lot number(s) 7557284 is a lot/batch controlled item. The manufacture date of this item is 19-dec-2013. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that ten instruments were found damaged when going through sets. The parts are all territory field equipment. The wire probe at the end of one depth gauge broke off (had no protection sleeve). The second depth gauge had a ball bearing that slides and it slides too easily; the gauge comes apart in two pieces. The cannulated hexagonal screwdriver has a chip on the end of the cannulated portion where it goes in. The ridges on the end of six stardrive screwdrivers are bent/twisted. The compression sleeve handle is missing the blue cap on the end. There was no patient involvement. This complaint involves five devices. This report is 1 of 5 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the wire probe at the end broke off. The repair technician reported tip broken as the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the 319.006 lot number 7557284 depth gauge was returned and reported to have a broken wire probe. This complaint condition was likely caused by over two years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This complaint is confirmed. The device was manufactured in december 2013 and is over two years old. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.